Event description:
Per the clinic, the patient experienced a magnet dislodgement. Revision surgery is planned, but has not taken place as of the date of this report (B)(6) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
The surgery to replace the magnet has been completed on (B)(6) 2012 this report is filed (B)(4) 2013